Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same pt event as MDR 8031020-2008-00175.

Event description:
Surgeon was operating on a distal tibial fracture. Bone was extremely dense and hard. Temporary fixation pin for holding the plate in position broke. Also, a non stryker fixation pin broke. When attempting to screw in a locking screw, the bone was so dense, the tip of the screwdriver also broke. Drills as per op technique were used. (Surgeon did not elect to use larger drills than suggested in op technique.